Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pre insertion test confirmed that the balloon was intact. After placement, it spontaneously dislodged a few hours later, and upon examination, the balloon was found to be damaged.it was also mentioned as the balloon was placed in ward 4 west, then spontaneously expelled in the radiology department.the following is a request to the manufacturer.we would appreciate it if you could include in the report your thoughts on the possible causes based on the nature of the balloon¿s damage.(we assume it is highly likely that a foreign object struck the balloon inside the patient¿s body, but we cannot be certain.)